Manufacturer narrative:
The device involved in this event has not been returned for evaluation.

Event description:
It was reported the physician used steam to shape the tip of the catheter during preparation and the tip separated from the catheter. The device was not used in the patient.